Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately december of 2023 from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(6); batch: 7078779/7078284.

Event description:
It was reported that patient was not able to get enough pain relief from the spinal cord stimulator. The patient underwent a spinal cord stimulator explant procedure where all devices were removed. The explanted devices will not be return as it was disposed at the facility.